Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 2916837-2020-00048 was sent in error.leakage of non-biohazard (ethanol, sheath fluid) under no pressure is not considered to be a reportable malfunction.

Event description:
It was reported that leakage occurred outside of instrument with a bd facsmelody¿ bvyg 8-color plate. The following information was provided by the initial reporter: it was reported that the electronic box is leaking. Additionally, on (B)(6) 2020 the fse provided the following additional information: 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? No 3. What was the fluid that leaked? Unknown 4. What is the source of leak -- waste line or non-waste line? Unknown 5. Was the customer exposed to blood or bodily fluids? N 6. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage occurred outside of instrument with a bd facsmelody¿ bvyg 8-color plate. The following information was provided by the initial reporter: it was reported that the electronic box is leaking. Additionally, on 2020-6-17 the fse provided the following additional information: was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Unknown. What is the source of leak waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? N. Was there any physical harm to the customer as a result of the leak? N.

Event description:
It was reported that leakage occurred outside of instrument with a bd facsmelody¿ bvyg 8-color plate. The following information was provided by the initial reporter: it was reported that the electronic box is leaking. Additionally, on 2020-6-17 the fse provided the following additional information: 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? No. 3. What was the fluid that leaked? Unknown. 4. What is the source of leak -- waste line or non-waste line? Unknown. 5. Was the customer exposed to blood or bodily fluids? N. 6. Was there any physical harm to the customer as a result of the leak? N.

Manufacturer narrative:
H.6. Investigation summary ¿ scope of issue: the scope of issue is only limited to part # 662750 and serial # (B)(6). ¿ problem statement: customer reported complaint on a bd facsmelody bvyg 8-color plate - 662750 there is a leak coming from electronic box. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 17jun2019 to date 17jun2020. ¿ complaint trend: there are zero similar complaints related to this issue. This is the only complaint, #(B)(4). Date range from 17jun2019 to date 17jun2020. ¿ manufacturing device history record (DHR) review: review of DHR part # 662750 serial # (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the issue was due to a faulty coupling body panel mount (59-10092-02 cpln bdy pnl mt 1/8 jd blu). The function for this coupling links tubing line from inside to the outside of the instrument. The liquid that flows through this line is only sheath fluid and not waste. The fse (field service engineer) replaced the defective part and could not replicate the issue of the leak. The customer states that the leak was coming from the ¿electrical box¿ but upon review of the manufacturing specification of the instrument, 700008745oms, the location of the coupling is directly below an enclosed electrical component along with the other fluidic lines. It is possible that the leak may look like it was coming from the box but it could not be because there is no fluid lines above or within the box. The fse also confirmed the cause and location of the leak. The potential risk of an electric shock would be low because the fluidic line couplings are located on the lower portion of the panel of the instrument, avoiding drips or leaks to any electrical component. In addition, the fluid is not biohazardous and there was no harm nor medical treatment given to the user. The safety risk is low because there was no impact to customer health or safety.